Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developing a cyst on his back under the therapy electrodes. It was reported to be hard and painful. The patient does have a history of skin issues. There was no alleged device malfunction contributing to the irritation. Patient reported spending 4 days in the hospital, and the cyst was bandaged and treated with antibiotics by a physician. Follow up indicated that the pain and swelling have gone down and he is told it does look better.